Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the "patient anatomy changed". The procedure treated the mid right coronary artery. A 3.5x20mm promus element plus stent was implanted and appeared to be fully expanded and apposed. The physician was then unable to cross the implanted stent with 3 consecutive balloon catheters, the last one being a 2.0mm apex balloon catheter. It was noted " the anatomy changed due to stent implant". No patient complications occurred and the patient status is fine.